Event description:
It was reported by the customer's son that the customer passed away on (B)(6) 2014. Cause of death has not been confirmed by a healthcare professional, but customer's son stated it may have been heart failure. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.